Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no errors or abnormalities that would indicate the pod was not running as expected. The drive mechanism assembly as well as the electrical components showed no damages or deficiencies that would prevent normal operation of the pod. Inspection of the patient history buffer (phb) data found no issues with pod and continuous glucose monitor (cgm) communication. The exact cause of the reported pod and cgm communication error event could not be determined. The exposed soft cannula was observed to be kinked. The soft cannula damage led the length to measure out of specifications at 1.056 inches. Despite the soft cannula damage, fluid had no issues traveling the complete fluid path and no leaks were observed. The exact time and cause of the soft cannula damage could not be determined lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s glucose level rose to greater than 250 mg/dl while wearing the pod, between 1 and 4 hours. Investigation of returned device found the cannula to be kinked. The device was originally reported for communication error message during operation.